Event description:
A report was received that the patient was experiencing difficulty charging the ipg and communication difficulty. The bsn field sales engineer felt that the ipg was slanted in the pocket. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the surgery was not performed since the patient could not afford it. No further course of action at this time.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and communication difficulty. The bsn field sales engineer felt that the ipg was slanted in the pocket. The patient will undergo an ipg replacement procedure.